Event description:
Information received indicates that one section of the pods on the octopus detached from the head-link, during the 2nd anastomosis of the procedure. There was no reported event to the patient.

Manufacturer narrative:
Analysis: although expected, no product has been returned for analysis at this time. The device history was reviewed and showed the product met specifications for release to distribution. Conclusion: without a returned product, we are unable to determine an exact cause at this time. There was no reported patient event.